Event description:
It was observed during the device evaluation, the flex video scope exhibited lifted in the a-rubber glue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include leaking, hole, stretched in the bending section cover, lifted in the bending section cover glue, leaking in the forceps passage, abnormal bent in the insertion tube. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.